Event description:
Boston scientific crm received information that this patient fell and lost consciousness. The patient is currently in the hospital.

Manufacturer narrative:
Normal device operation was confirmed with no observed noise. It is unknown whether the patient fell and then passed out or passed out which resulted in the fall. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.